Event description:
It was reported by the patient that he underwent an inguinal hernia repair procedure in (B)(6) 2006 and mesh was used. The patient stated the mesh twisted and crumpled up inside of him to the point that it had to be removed along with his right testicle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). By 2007, the patient was getting very ill and was in constant pain. By 2008, he had lost (B)(6), was unable to eat and the pain was incredibly intense. The mesh was removed and the repair of the large hole left from the removal of the mesh was repaired by a kugel small oval with memory ring. The patient's abdomen is distended around the surgical site and has shooting pains. (B)(4).